Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was noted to be undersensing atrial fibrillation (af) during a post operative check. Further review revealed a high out of range pacing impedance greater than 2000 ohms. Additional information was received that the field representative suspected a conductor fracture. The patient was not pacemaker dependent on ra therapy and therefore the device was reprogrammed to vvir with the phsyician resolving to monitor the system. This lead remains in service at this time. No adverse patient effects were reported.